Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the tha, when the surgeon was inserting a pe insert into a cup, he found out the pin in a cup. Therefore, he removed it and implanted a pe insert without any problems. After tha, the surgeon noticed that the pin came off from the offset broach handle."